Event description:
Additional information received indicates that the patient received the elective replacement indicator (eri) message. Ipg was providing therapy. Surgical intervention took place on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue. Reportedly, therapy was resumed post op.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
An eri message was reported to abbott. In an update posted 11 aug 2025 it was reported according to the local distributor; the patient's generator was replaced due to its battery dying. The patient was doing well, and therapy was restored. The ipg was discarded. No session or diagnostic reported were available. The device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, a single definitive root cause for the reported issue was unable to be conclusively determined.